Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels due to infusion set with bent cannula. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated they were swimming when sensor and transmitter fell off and also noticed the set was coming loose and was bent. Customer was assisted with troubleshooting. The infusion set will be returned.